Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for revision procedure. During procedure, it was revealed that the right atrial lead exhibited loss of sensing and loss of capture. The right atrial lead was capped and replaced on (B)(6) 2020. During placement of the new atrial lead, it was noted that there was fibrosis in the right atrium, in the location of the old right atrial lead. It was noted that the reported malfunction was due to the endocardial fibrosis and not malfunction of the capped atrial lead. The new atrial lead was placed in a different location. The patient was stable post procedure.